Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number (B)(6); product type: {delivery catheter system (dcs)}; implant date {na}; explant date {na} product ID {l-evolutfx-2329}; product lot/serial number (B)(6); product type: {compression loading system (cls)}; implant date {na}; explant date {na} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of the bioprosthetic transcatheter aortic valve, the patient's hemoglobin measured 138g/l. Vascular access for the dcs and temporary pacing was achieved via the right femoral artery which had a minimum diameter of 7.7 mm. During the valve implant procedure a prolongation of the qrs complex was observed. Treatment was not required. Unspecified diagnostic testing occurred. The prolonged qrs resolved the same day. Following the valve implant procedure, bleeding at the access site was observed. An additional suture was placed. Following the procedure the hemoglobin measured 140g/l. The event resolved the followingday. Per the physician, the bleeding event was caused by the temporary pacemaker and causally related to the implant procedure. The prolonged qrs was possibly related to the dcs and implant procedure and probably related to the valve. Additional information received indicated that approximately 20 days following the valve implant procedure thoracic pain occurred with movement. This was reported as movement-dependent but also occurred at rest. Troponin values were reported as ¿higher¿ and measured 16 ng/l. A myocardial infarction did not occur. The event was classified as a hypertensive derailment. The patient has a history of baseline hypertension. Hospitalization was required. Unspecified medication was administered. Unspecified diagnostic testing occurred. The patient was discharged the day following admission. The event was reported as resolved. The physician indicated the event was not related to the medtronic products nor to the valve implant procedure. The cause was not reported. Additional information indicated that an electrocardiogram (ECG) and transthoracic echocardiogram (tte) were performed 20 days following the valve implant procedure. ECG showed a nocturnal cardiac sinus rhythm with a pq interval of 172 milliseconds (ms) and a stable complete lsb of a qrs 148 ms. Tte showed normal biventricular function, no ¿wbs¿, good position and function of the valve without evidence of obstruction. The mean gradient was 10 millimeters of mercury (mmhg) with mild paravalvular leak (pvl). No relevant vitiation of the native valves, low probability of pulmonary hypertension, central venous pressure (cvp) of approximately 5 mmhg. Troponin values were measured at 14 ng/l. The d-dimers levels were measured and found to be normal. Chest x-ray showed cardiac compensation and no confluent infiltrate. The previously unspecified medication administered for the hypertensive derailment event was candesartan. Per the physician, the cause of the hypertensive derailment was related to hypertension medication. Additional information indicated that per the physician, the hypertensive derailment event was not related to the medtronic products but had a causal relationship to the valve implant procedure.

Manufacturer narrative:
Corrected data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which indicated that per the physician, the hypertensive derailment event was not related to the valve implant procedure.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which corrected the hemoglobin measurement following the implant procedure from 140g/l to now 143 g/l.